Manufacturer narrative:
The tube reported in this event was discarded. The device history record for the lot number provided will be reviewed. Without the sample for investigation the failure mode cannot be confirmed or a root cause determined. Note: the customer has reported that they have 2 unused samples from the same lot number as the tube in this report and their return has been requested. There is no alleged failure of these unused samples however, if returned an investigation will be performed. If significant information is obtained from the investigation of these unused samples, a summary of the investigation results will be provided in a supplemental report.

Event description:
The covidien representative in ireland received a report that the patient was intubated with the taperguard endotracheal tube in one hospital and then due to pre-existing medical conditions was transferred to another hospital to receive a tracheostomy tube. It was at the second hospital where it was noticed the cuff pressure on the patient's endotracheal tube was dropping regularly and had to be reinflated. The tube was removed and after the planned tracheostomy tube was placed, the patient was transferred back to the first hospital. The removed endotracheal tube was discarded.